Event description:
Report rec'd from the USA stating that the device had hose damage. It was reported that the device was not used in surgery. It is unk if medical intervention occurred. No add'l info is available. The date of the event is unk.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).